Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device issued an extreme tachycardia alarm when the patient's heart rate was 75 beats per minute (bpm). The customer reported that the patient's pulse was 75 (bpm) when the device issued an extreme tachycardia alarm. The users confirmed the patient's actual heart rate of 75 bpm with the use of an independent ECG device. The users switched to another device to continue monitoring the patient¿s heart rhythm. The hospital supervisor informed the fse during the onsite evaluation visit that the patient involved did not experience harm or an adverse patient impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.